Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The field service technician replaced flow valve due to resolve step test failure.

Event description:
The customer reported the model ltv (lap top ventilator) 1200 ventilator had the step test fail during maintenance. The customer has not reported if there was any patient involvement associated with this event.